Event description:
It was reported that the gastrointestinal videoscope had no endoscopic image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the monitor showed a white screen, scope connector was dirty a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the no endoscopic image issue and the monitor displaying a white screen was damage to the objective lens. In addition, the scope connector was found to be dirty due to water leakage, and fluid invasion had occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.